Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device stopped working. Complainant alleged that this all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation; the device's bracket fan assembly was removed and returned. The fan assembly was determined to be defective. Based on the product return we are unable to determine how the fan contributed to the customer report. A replacement fan was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) an unknown fault occurred during the event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.